Event description:
Customer reported a malfunction on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer addressed the high blood glucose by using a correction injection and bolus and did not require third-party assistance. Technical support provided information for resetting the pump, assisted with the reset, and advised the customer to call back if the issue recurred. The malfunction code did not reappear after the reset, and the customer was informed they could continue using the pump.